Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was 70mmh2o. The valve was visually inspected; no defects were noted. The valve was tested for programming. The valve failed the test. During the program process the cam mechanism did not move. The valve was reflux tested; the valve passed the test. The valve was leak tested per. No leakage was noted. The siphon guard was removed to the valve. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again; no occlusion was noted at the ruby ball. The siphon guard was irrigated with purified water; no occlusion was noted. The valve was dried. The valve was retested for programming. The valve failed the test. During the program process the cam mechanism did not move again. The valve was then pressure tested at 70mmh20, the valve failed the test. The valve was dismantled; biological debris was noted on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. Review of the history device records confirmed the valve 82-3832, lot number cpkb4v, was conformed to the specifications when released to stock on the 17th september, 2013. The root cause of the problem reported by the customer is due to biological debris found on the ruby ball, on the seat of the ruby ball, on the cam and on the cam mechanism. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The patient information and surgery dates are unknown. The surgeon suspected pressure adjustment failure of the implanted valve because the pressure indicated on the x-ray film is not consistent with the actual adjusted pressure. The patient accepted a revision surgery to remove the valve and implant a new valve. Now the patient is getting better. The removed valve can be returned for investigation.